Manufacturer narrative:
The main component of the system. Other relevant device(s) are: yrecxc24375 sn (B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a type iii separation endoleak was discovered between the cuff and the main body. A long cuff was placed at the level of the original cuff down to the flow divider. The physician then wanted to raise the flow divider to gain additional coverage; therefore, two 16x16 endurant limbs were implanted. The endoleak was resolved by the intervention. The physician stated that remodeling of the aorta overtime is what caused the separation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.